Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implantation procedure, an upgrade was attempted on the device. The update was not successful and the device was not able to be interrogated. The device was replaced prior to implantation. The patient was stable with no consequences.

Manufacturer narrative:
Device image indicated that product code download was attempted and failed, therefore the error message was triggered. Further testing was performed after reloading product code did not find any anomalies. Error message was not reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.